Event description:
It was reported that when doing preventative maintenance, it would over temperature, alarm improperly, made clicking noise behind the display screen and the pump was not running. No patient involvement.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
During visual inspection the device was observed to have fluid ingression on the circuit board, and a crack in the return tube. The device was functionally tested, however the reported alarm issue and noises could not be replicated. Although the issue could not be replicated, the investigation determined that the observed fluid ingression and return tube damage would have likely resulted in the reported issue, therefore the complaint was confirmed. The observed condition was attributed to a design issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device return tube, circuit board, o-rings, and fan guard were replaced.